Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope tested positive for unexpected contamination. The scope was sampled once. During the sampling, the scope tested positive for 42 colony forming units (cfus) of coagulase-negative staphylococci. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
During a follow ¿ up third-party investigation results were provided: the device was sent to an independent laboratory for culture testing. The device tested positive for 2 colony forming units (cfus) of staphylococcus coagulase negative which is conforming to standard. The investigation is ongoing. A final report will be submitted upon completion of the investigation.